Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose in the 400s mg/dl with poldypsia associated with a loss of prime issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump emitted multiple loss of prime despite changing the cartridge multiple times. During troubleshooting with customer technical support (cts), it was revealed that the patient was using the cartridge correctly and the cartridge cap was secure to the pump. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: there was evidence of multiple loss of prime observed in the black box history. An ez-prime sequence was performed correctly with no loss of prime during the investigation. The product performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.